Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_ 13.2 implantable collamer lens of diopter -7.00/1.5/089 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2024. The patient experienced an excessive vault. Reportedly "she had a patient that ended up with a little higher vault than expected. The patient was measured over 1000um this morning at post op, but iop was normal, and patient is seeing 20/20. She would like to discuss this situation with another surgeon that's done many icl. She has decided she will follow the patient post operatively and has not planned additional surgery at this time." The lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. (B)(4).